Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer and recommended to replace the graphical user interface (gui) printed circuit board (pcb).

Event description:
It was reported that an 840 ventilator had a blank display. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.